Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. Pentax model ec34-i10l is classified as import for export, therefore 510k is not applicable. Pentax same model ec34-i10l-us is distributed in the USA with 510k k131855.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model ec34-i10l/serial (B)(4). No further information was provided. Pentax has made 3 good faith effort attempts to collect additional information from the facility. No further information has been received to date. The device was returned to pentax on 07/09/2021 and is pending inspection. The device has been routinely serviced by pentax since install.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary customer claims there is no video connection for scope. However, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. In addition, we confirmed that the ground terminal leaky; however, it is not the main cause, and/or irrelevant to the alleged complaint.